Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable under infused. Patient returned to infusion center with volume in bag. Pump reads res. Vol. Of zero. Starting volume 138 and 2/3 of the bag is still full of chemo. Bubbles seen in tubing set 5fu. No adverse patient effects were reported by the customer".

Manufacturer narrative:
Other text: device evaluated, one cassette was received for investigation. Visual inspection performed and found no damage or other defects were detected on the sample. Functional testing performed and found no discrepancies were detected on the sample, the test successfully passed with a result within spec -3.663 percent (average delivery error acceptable is -7 percent to 7 percent thus, the failure mode reported is not confirmed. Root cause cannot be determined since complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.